Event description:
It was reported that the patient received an alert for low, out of range, high voltage lead impedance. Upon further review, an aborted shock was observed to have occurred two days previous due to a possible high voltage lead issue. The patient arrhythmia spontaneously broke after the aborted shock. The lead was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion under the svc shock coil was noted at 17.1-17.2cm from the distal tip. The svc shock coil was melted, the rv conductor etfe coating was abraded, and the rv conductor cable was separated and melted at this location. This is consistent with the observation from the field of low hv lead impedance.